Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. As a proactive measure placed a gen +b on order. Also replaced the generator batteries. The system was found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system c-arm displayed error codes of "ma low" and "overload fault" during a long procedure in which a lot of fluoro was used. The system had to be rebooted at one point to continue the case. There was no report of patient injury.